Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that his meter was prompting an error 2 message. The patient reported going to the hospital. He obtained a result of 238 mg/dl on an unknown meter and reportedly received glucose as treatment. It is not clear if these events took place while the patient was in the hospital. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information. Based on the information provided, there is evidence of a meter malfunction; however, there is insufficient information to prove that the meter contributed to a serious injury. The meter is being replaced for the patient.